Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions exposing the outer coil at 6.2 cm to 6.3 cm and at 25.2 cm to 25.7 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.